Manufacturer narrative:
No conclusion can be drawn. Evaluation could not be performed because the device seized. It was noted that the bearing was worn and the shaft was broken. This finding may have contributed to the user's experience. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a malfunction and overheated. The doctor was using the perforator and he was holding it when he felt that it was getting hot. On follow-up, it was confirmed that the motor overheated and that the doctor had a burn on his thumb (white patch on skin). There was a 5-7 minutes procedure delay due to device replacement and preparation. There was no patient impact and no medical intervention done due to the injury.